Manufacturer narrative:
Follow-up #1: date of submission 11/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2013 with the following findings: there was a call service alarm to reboot the pump in the black box history. There was no physical damage to the battery cap or battery compartment upon investigation. The battery cap fit securely and held power to the pump. The pump was exercised for 24 hours with the returned battery cap and no loss of power was noted. There was no internal moisture damage or intermittent connections observed. The original complaint of loss of power could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. After producing a low battery alarm, the pump beeped and then completely lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.